Event description:
The amplatzer® septal occluder (aso) 9-asd-010 was upsized to a 14mm aso before release. Following release of the 14mm, the patient developed atrial fibrillation that required medication and cardioversion. The patient returned to sinus rhythm and the aso was in good position. No further informaiton is expected.

Manufacturer narrative:
Review of the medical records and images by agas medical consultant resulted in the following findings: this patient underwent cardiac catheterization for small atrial septal defect (asd) closure. Initially, a smaller aso was used but subsequently it was upsized to larger aso. The patient experienced atrial fibrillation after device release. Cardioversion and medications were required to revert the rhythm to sinus. The fluoroscopy images revealed balloon sizing followed by aso placement, aso removal and placement of larger aso. No information could be deduced from the images as to the cause of arrhythmia. The arrhythmia was most likely due to air embolism or atrial irritation during device placement. It is well described event in the cardiac catheterization laboratory. According to agas medical consultant the following conclusions were drawn: the arrhythmia was most likely due to air embolism or atrial irritation during device placement. It is well described event in the cardiac catheterization laboratory. This is not complication of device placement; it is a procedure related minor complication.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.